Event description:
It was reported that following the implant of a right ventricle leadless pacemaker (rvlp) it was noted that there was pacing failure. It was noted that the rvlp had dislodged and migrated to the right atrium. It was also noted on echocardiography that there was a small pericardial effusion from the implanted inferior wall of the right ventricle. Subsequently, bleeding occurred from the right femoral site. The rvlp was retrieved from the pulmonary artery and new rvlp was implanted. The patient was recovering following the procedure.

Manufacturer narrative:
Correction: h6 removed hemorrhage/blood loss/bleeding from health effect - impact code